Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the service master record. The company representative was unable to confirm nor replicate the reported events. The system was tested and found to meet product specifications. Based on the information obtained, the root causes of each of the reported events are inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the surgeon complained regarding an incomplete cut and the system displayed an universal serial bus saving error in unknown eye of the patient during cataract surgery.